Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions were made to h6: investigation conclusions. Corrections were made to h6: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed calcification and tortuosity in the subclavian artery. In addition, one region of the left subclavian was undersized (minimum luminal diameter is 5.5mm for 14f esheath+). Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath was unable to be confirmed due to lack of procedural/device imagery or returned product. It was noted that there was no steep insertion angle used during the tavr procedure and that one region of the left subclavian was undersized; however, it is unknown if this left-side was used for access. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as both were present in the provided imagery. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Also, calcification can result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Similarly, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a transaxillary tavr(transcatheter aortic valve replacement) procedure, there was difficulty inserting the commander delivery system (ds) into the 14fr esheath+ and resistance was felt when the ds passed through the greater curvature of the subclavian artery. Per report, it is believed that the resistance was due to the present calcification and curvature of the vessel. With additional force, the system was able to be advanced. Upon removal of the devices, a dissection was confirmed at the greater curvature of the subclavian artery, where the resistance was noted. An additional stent was implanted and the dissection was resolved.